Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified baxter tubing set would not flow. During a 15-minute intravenous acetaminophen infusion via the unknown primary baxter tubing set, the delivery was halted and the normal saline from a piggyback clearlink system secondary medication set had infused instead. It was further reported that the nurse reattempted to hang and infuse the acetaminophen; however, the unspecified pump continued to infuse saline. The incident was corrected by lowering the secondary bag below the pump. There was no patient injury or medical intervention associated with this event. No additional information is available.